Event description:
It was reported that the patient is receiving radiation treatment. Both the atrial and right ventricular leads have low impedance warnings. The atrial lead is also showing oversensing and noise on the electrogram. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1999. (B)(4).